Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00698. The subject device was returned to olympus for investigation. Olympus investigated the subject device to determine the cause of this phenomenon, but the phenomenon was not reproduced. The subject device worked properly, so olympus could not determine the cause of the patient burn conclusively. According to literatures, there is a possibility that a patient burn may occur from inappropriate device handling by user, so that this phenomenon was most likely related to the operator's handling. The instruction manual for ues-40 states the appropriate device handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00698. The sales department of olympus reported that they did not return the referenced device to the olympus medical systems corp. For evaluation, therefore the exact cause of the reported phenomenon could not be conclusively determined. However, according to the literature, it is known that a patient burn is attributed to inappropriate handling of device by user. Also, olympus stated the appropriate handling of the ues-40 and the prevention of burn in the instruction manual. Furthermore, olympus checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The referenced device was not returned to the olympus medical systems corp. For evaluation. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the intra uterine resection of polyps and fibroma was completed without any problem, however the patient complained the distension of the bladder with considerable pain after the procedure. During a postoperative examination, it was found that the patient had leakage of urine, the burn wounds at the vaginal introit, the burning wounds already scarring in the vaginal range with considerable pain. The patient was prescribed flamazine (disinfectant), and was released on same day.